Event description:
During an implanting procedure when the catheter was inserted the patient was perforated. The catheter was removed and the patient's condition remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cancelled procedure.